Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone-call that he had high blood glucose value of 600mg/dl later it was 535 mg/dl, 140 mg/dl, 600 mg/dl the customer was treated with insulin injections and he will contact his health care professional as soon as he reaches boston and the product will not be returned for analysis.